Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with trace urinary ketones, extreme drowsiness and nausea. The patient was reportedly treated in the hospital emergency room due to hyperglycemia that allegedly occurred secondary to air bubbles in the infusion set. The patient was treated with insulin via the pump and intravenous fluids. This complaint is being reported because the patient reportedly experienced serious injury associated with an air bubbles/leaking cartridge issue.